Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 300 mg/dl. The customer was experiencing unexplained high glucose for the past three days. It was stated that the events leading to his admission was body aches and headaches. Troubleshooting was performed. The program was reviewed, and found that the numbers were not matching. Ran a fixed prime test and passed. It was stated that the customer changes the cannula every four days, the tubing every seven to eight days, and the insulin every six to seven days. The customer also re-uses for more than one cycle. It was stated that the customer has been inserting into the abdomen and never have checked for scar tissue. The customer has been disconnected from the insulin pump for several days. The customer stated that he only gives manual boluses through the insulin pump without entering the carbohydrates. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.